Event description:
It was reported that the patient was having difficulty charging the ipg. It was also reported that the patient experienced inadequate stimulation due to high impedances. The patient underwent an ipg and lead replacement procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5035530/5035540.